Event description:
Patient was treated with prokera slim on (B)(6) 2021. Patient indication was superficial keratitis. The patient had the prokera removed the next day due to pain/discomfort. Upon removing the device, the treating physician noted signs of a possible infection. The patient's eye was not cultured as a result. The patient was prescribed antibiotic ophthalmic drops. The infection had resolved by the time of their follow-up appointment with the treating physician.